Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation of the device, a philips fse determined that the heartstart mrx defibrillator had an etco2 failure. There was no patient involvement.